Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. A sample or picture was not provided. The device history review found no non-conformities. The team inspected the retention sample for lot# 17k2411, the samples were found in good condition in terms of needle damage or assembly of needle hub & cannula. The team also checked the cannula pull force for the 22g needle consumed during the manufacturing of lot# 17k2411 and found within the specification limit which is - cannula pull force should not be less than 4.1kgf. There are also other factors involved such as chances of damage of product during storage, practice issue (femoral, abg process) causing the removal of needle during the usage. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported with the use of the bd discardit ii¿ syringe the needle broke. The patient was scaned and, the needle was removed from muscle

Manufacturer narrative:
Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd discardit ii¿ syringe the needle broke. The patient was scanned and, the needle was removed from muscle.

Manufacturer narrative:
(B)(4). The reported lot # 17k2411 is not found for the reported catalog #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit ii¿ syringe the needle broke. The patient was scaned and, the needle was removed from muscle